Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet. Additionally, the battery gauge was noted to be fluctuating. Reportedly, the customer left the pump plugged in to charge and the issue resolved. The customer¿s blood glucose ranged between 110-170mg/dl.